Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 128 mg/dl. Customer was hospitalized on (B)(6) 2014 and was not using the pump at the time. Customer also went into diabetic ketoacidosis. Customer was sleeping while the pump alarmed button error. Customer was having issues with her computer and could not upload the pump to carelink. Customer stated that she had a virus and could not install java. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.